Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history did not identify any other similar incidents reported from this lot. It should be noted that in the mitraclip instructions for use states: if resistance is noted, advance and rotate the clip by rotating the dc handle then retract the cds into the guide. Additionally, the IFU states: the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It appears that the user deviating from the IFU likely contributed to the reported material separation (clip detached). All available information was investigated, and the reported difficult to remove appears to be due to user technique/ procedural conditions as one of the clip arms got stuck in the sgc tip during removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed for clip separation from the clip delivery system. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of severe. A mitraclip ntr was advanced, however due to the coaptation gap leaflets were unable to be grasped. It was decided to remove the undeployed clip and the device. While retracting the clip through the steerable guide catheter (sgc), the clip got caught at the end of the sgc. Resistance was felt, however the clip was still being pulled, upon which the clip detached from the clip delivery system (cds). The gripper and lock lines were still intact with the clip. The clip was snared and was successfully maneuvered back into the sgc and removed from the patient anatomy. A mitraclip xtr was successfully deployed, reducing mr to insignificant. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.